Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1ajr7, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient sought assistance from their healthcare provider (hcp) due to stroke like symptoms. There was an abscess at the tip of the right lead. The hcp was following the patient for the last two months and turned off the ins to investigate if symptoms would return. It was stated that fluid that built up around the abscess was allowing tremor relief without stimulation being on, almost like a lesion effect. The abscess was not growing, but the lead was removed as a precautionary measure on (B)(6). The extension was left in place. A culture of the area determined there was no bacterial infection, but the hcp wanted the lead analyzed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot number: va1ajr7) revealed that the lead body was cut through and the product segmented. If information is provided in the future, a supplemental report will be issued.